Event description:
Boston scientific received information that the patient had an unrelated procedure performed where a magnet was placed over the cardiac resynchronization therapy defibrillator (crt-d) to inhibit tachycardia therapy during surgery. However, post procedure the device was beeping with every heartbeat, even though the magnet was no longer in place. Upon interrogation of the device, the field representative observed a warning message stating there was a stuck magnet switch. A data disk was sent into boston scientific technical services (ts) for review. Upon review of the device memory data disk, engineering confirmed that there was stuck magnet switch. Ts advised the field representative to program the enable magnet use feature to off in the device. No adverse patient effects were reported. This device is part of the magnetic reed switch 2010 (B)(6) advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient presented to the emergency room with complaints of the device emitting tones. The field representative stated that upon interrogation the programmer displays a message indicating the device is in the presence of a magnet. Boston scientific technical services (ts) was consulted and stated that this is a common screen that will display for a device that is involved in the magnetic reed switch 2010 july advisory population and which has exhibited the behavior of this advisory previously. Due to further evaluation of the device, the physician determined the tones were not from the device and likely environmental. The patient was sent home with no adverse effects.